Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient's device was not working properly and they were trying to shut it off because they needed to go through metal detectors on (B)(6)2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported patient needed to put new battery in. There was no symptom reported in regards to this event.

Event description:
Additional information reported patient needed to put in new battery in. There was no symptom reported in regards to this event. It was indicated that the difficulty turning off the neurostimulator was resolved with steps by steps assistance of the manufacturer representative until it was connected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.